Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline in remote smart service. A field service engineer (fse) attempted to resolve the issue by exploring both user preference and maintenance options, but users were still unable to pull medications. After performing a shutdown and reboot, the problem persisted. The fse informed the customer to assign a nursing area on the server to help restore functionality. Then, the customer resolved the issue. The system functioned as intended after the field service engineer assessed the customer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was offline in remote smart service (rss). The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline in remote smart service. A field service engineer (fse) attempted to resolve the issue by exploring both user preference and maintenance options, but users were still unable to pull medications. After performing a shutdown and reboot, the problem persisted. The fse informed the customer to assign a nursing area on the server to help restore functionality. Then, the customer resolved the issue. The system functioned as intended after the field service engineer assessed the customer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was offline in remote smart service (rss). The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.